Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test and prime anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump could not do a rewind. The customer stated that there was a failed battery test. The customer was advised to remove the battery and clean the contacts. The customer stated that the battery cap is not damaged or missing. The customer was advised to insert new aaa battery. The customer stated that there was another failed battery test. The customer will be sent a replacement pump.